Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as red and burning sensation with itchy and peeling skin in the back under the te pads. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised removing the device to allow the area to heal. Follow up indicated that the skin irritation improved.